Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for investigation. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during injection of the intraocular lens (iol) the thread/haptic broke and the implant got stuck half way in patient¿s eye and half way outside. The iol was removed with no patient injury and replaced by another one. There was no incision enlargement, no vitrectomy, and no suture. No additional information was provided to abbott medical optics.